Event description:
The customer reported that he was hospitalized due to low blood glucose levels. The blood glucose reading was unk, but the customer stated that he passed out. The customer declined troubleshooting, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.